Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, primed pump, and programmed the bolus wizard per bolus wizard sample in the user guide. The insulin pump was monitored the pump for eight days, programmed several express bolus deliveries, manually entering in blood glucose levels, grams of food, and delivering the estimated amount indicated on the set bolus estimate screen. All bolus delivered properly. The manually entered blood glucose readings and bolus deliveries were properly recorded in the bolus history screen. No bolus, delivery, or blood glucose history anomalies noted during testing. The insulin pump had cracked minor scratched lcd window and scratched reservoir tube window. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized due to a diabetic seizure and heart attack on (B)(6) 2016 at 12 am with a blood glucose level of 21 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer did not troubleshoot but returned the insulin pump back for analysis.